Event description:
The patient underwent a full replacement surgery. It was noted that the patient had turned the device so much the leads were torn and twisted. So all was replaced. The explanted devices were discarded after surgery and are therefore not available for analysis.

Event description:
The patient was seen again with low lead impedance and the patients physician disabled the patients normal therapy and referred the patient for lead revision. It was also reported that the patient does manipulate device somewhat frequently. This is potentially the reason for the likely short circuit. No known lead surgery has occurred to date.

Event description:
It was reported that the patient¿s device had low impedance. No known surgical intervention has occurred to date and the patient has reported no adverse events. No additional relevant information has been received to date.